Manufacturer narrative:
Six unopened probes were received, with a tip protector, in a tray, for the report. Per sampling plan. Three samples were visually inspected and found to be conforming. All three samples were then functionally tested for actuation and cut. Samples were found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached were reviewed by the manufacturing site. Two photos show a product tray with label that has lot number not related. Reported issue cannot be confirmed from photos. The returned unopened samples were found to be conforming, therefore cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the cutter was not working during surgery. The type of procedure was unknown. The condition of aspiration was normal. It was unknown if the procedure was completed. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.